Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No charge/battery lasts less than expected anomaly noted during test. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via webform that the insulin pump has physical damage. Blood glucose value was unknown at the time of the incident. Customer also states that due to these scratches, it makes it hard to read. The return of the insulin pump is still unknown.